Event description:
Customer reported a cartridge alarm while pump was in operation. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the customer¿s blood glucose level. Customer attempted to reload a cartridge with assistance from technical support but alarm persisted, so the decision was made to replace pump. Technical support arranged for delivery of a replacement pump with updated software, provided training resources through customer¿s tandem source account, and instructed customer on return and storage procedures for the faulty pump. Customer agreed to use a backup insulin pump until the replacement arrived and no signature was required for delivery.